Event description:
The customer reported a ventilator gave an alarm light emitting diode (led) error message. The device was evaluated by the customer and philips remote service engineer (rse). The customer confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer reported to have replaced the overlay and ran the ventilator for 24 hours with no issue. The ventilator has returned to service. No other anomalies were reported.